Event description:
Pt with right ear cochlear implant. Reported onset of "lawn mower" sound around 11/02. Sound occurred independent of device use. Increased in frequency and severity over time. Accompanied by headaches. Drop in performance n0ted.